Event description:
It was reported that the implantable neurostimulator malfunctioned and came apart, leading to removal of the battery without replacement. Some leads were inactivated, and both leads and part of the device were left implanted as they could not be removed. The healthcare provider had to rebuild part of the spinal column where the device was fastened and was unable to remove all device components. The patient inquired about magnetic resonance imaging (MRI) compatibility due to the presence of abandoned device components. A computed tomography (CT) scan was conducted and reported as fine. The patient required an MRI for another reason, and eligibility was questioned due to the retained device components. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.